Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, right ventricular lead noise was observed. No r-wave sensing was observed due to the absence or an underlying rhythm due to the patient's complete heart block. Programming changes were made. The procedure was completed successfully and the patent was discharged.